Event description:
The clinician reports the implant was inserted b)(6) 2020 in ada 30. On (B)(6) 2020, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.